Manufacturer narrative:
Date of event is approximated to (B)(6), 2015, implant date, as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representation. The implanting surgeon is (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advantage fit system device was implanted into the patient during a robotic sacrocolpopexy and pubovaginal sling placement procedure performed on (B)(6) 2015 for the treatment of genital prolapse and stress urinary incontinence. Procedure findings were hypermobility of the urethra with descent and complete genital prolapse with the predominant component being a large broad-based cystocele. As reported by the patient's attorney, the patient experienced an unspecified injury.